Event description:
It was reported that during a lap gastric bypass procedure, the trocar cracked in two places. One penny size circular crack toward the end of trocar, which was recovered and in the specimen bag. The second crack was a small knick at the very end of the trocar on the beveled edge, surgeon did not recover. Doctor stated because of the pt's size, the moving of the instruments in the trocar and the tension needed caused the crack during insertion. No pt consequence.